Event description:
Pt had orthopedic surgery of ankle on 8/8/96 at which time the wound drainage device was placed. Upon removal of the device on 8/9/96, the tubing broke, and a portion remained within the pt. The pt was taken for surgery, at which time the wound was reopened and the residual portion of the device was removed. An examination of the retained portion of the drain revealed no damage to indicate it had been inadvertently sutured in place.